Manufacturer narrative:
The axium coil has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of axium premature detachment during a procedure. The patient was undergoing embolization of an unruptured, saccular aneurysm in the anterior communicating (acom) artery. Vessel tortuosity was described as minimal. The aneurysm max. Diameter was 7mm and neck diameter was 3mm. The coils and accessory devices were prepared as indicated in the IFU. A continuous flush was maintained during the procedure. During the procedure, three coils were placed in the aneurysm without any noted issues. A fourth coil (axium 3.5x6) was attempted to be placed. It was reported that the axium coil "was not fitting in the aneurysm as desired". The physician pulled the coil back into the catheter and re-sheathed the coil back into the introducer sheath. A new coil (2.5x4) was attempted. The coil was advanced through the catheter; as the coil neared the distal end of the catheter, it was observed that the previous coil (axium 3.5x6) was loose in the microcatheter. It was realized that the axium 3.5x6 had detached during removal. The catheter was removed from the patient with both coils still inside. The procedure was continued using a new catheter and additional axium coils without any further issues. There were no reports of patient injury in association with this event.

Manufacturer narrative:
The axium prime coil was returned for evaluation. As received, the axium prime pushwire was within the introducer sheath. The tack weld replacement (twr) crimps and the pushwire distal to the break indicator were intact. The implant coil was not attached to the pushwire when viewed within the introducer sheath. The pushwire was removed from the introducer sheath. Under the microscope, the coin was found to be located against the lumen stop, and the shield coil was found to be stretched. The shield coil was removed to view the release wire extension. The liveliness test was performed successfully in that the release wire pushed back. The pushwire was intentionally broken distal to the break indicator at the manual detachment location and the release wire was pulled out from the broken location for evaluation of the coin. The retainer ring appeared to be damaged (ovalized). The retainer ring inner diameter (ID) could not be measured because of its damaged condition. During evaluation, the axium prime coil was still within the microcatheter and was advanced; the detached implant coil exited out fr om the distal tip of the microcatheter. The implant coil appeared to be in good shape. Based on the axium prime coil analysis and on the event description, the customer report of ¿pre-mature detachment¿ was confirmed. The axium prime coil was returned for evaluation with the implant coil already detached from the pushwire. The cause for the detachment of the implant coil could not be determined. It is possible that the implant coil detached due to the difficulty during positioning, or due to the damage to the retainer ring. The cause for the damage to the shield coil, and to the retainer ring could not be determined. All coils are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.